Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was alleged that, "in 2003, the patient underwent a left hip replacement surgery." It was further alleged that, "following the surgery, the patient began to experience significant pain and disability in this left hip. It was further alleged that, "in 2007, the patient underwent an iliopsoas tenotomy procedure to his left hip in an attempt to reduce the pain. The patient was revised in 2009 in an attempt to alleviate the patients ongoing pain and disability in his left hip."